Manufacturer narrative:
The system is routinely calibrated every 24 hours. Qc is run immediately after calibration and then repeated about 4 hours later. If the repeated qc results are low, the system is recalibrated. Pre-analytical effects and sample preparation were discussed with the customer. The laboratory room temperature fluctuates significantly. The customer suspects that the sodium drift may be a result of the temperature change. However, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The na results drift low on patient samples a few hours after the system has been calibrated. Samples with na results <135 mmol/l are repeated and several times, the repeated na results have been 4-7 mmol/l higher and amended reports have been issued. The actual patient results have not been provided. There was no affect to patient treatment as a result of this event.